Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sept-2019 through aug-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/4105/13/22) enter investigation findings: the device was returned to the factory for evaluation on 08/16/2021. An investigation was conducted on 01/20/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed a visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was observed outside the loading device with the white plunger not depressed. The blue slide lock was not observed in the photograph. The seal was observed in the loading device window. The aortic cutter was observed to be capped. No visual defects were observed. A visual inspection was conducted on 01/20/2022. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal and tension spring assembly was observed in the body of the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. There were no visual defects observed on the seal, no cracks or delamination was observed. Measurements were taken of the delivery device; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was properly installed in the tube on the delivery device according to IFU. It is caught in the middle of the device and does not fall out. They tried to remove the seal and install it, but the seal did not come off and it could not be used, so the operation was completed using the same new product. There was no abnormality in the patient's condition.